Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have any pictures? Procedure name, procedure date. Location and incision size of product application? What is the physicians opinion of the contributing factors to the product falling off (any patient factors)? What prep was used prior to perineo use? Please describe how the adhesive was applied on the tape? Was incision re-prepped before closure? If so, with what? Was a dressing placed over the incision? If so, what type of cover dressing used? Date that patient was taken back to operating room and incision closed with staples? Size of wound that was reclosed. Lot number involved. What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions.

Event description:
It was reported that a patient underwent a cesarean section procedure the week of (B)(6) 2017 and topical skin adhesive was used. The topical skin adhesive was applied during the initial procedure and there were no apparent issues. The product was fine when the patient was seen on post op day two. On post op day three the product was falling off and the wound was exposed. The patient was taken back to the operating room and the incision was closed using staples. The patient is recovering fine now. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: do you have any pictures? No. Location and incision size of product application? C section fan incision. What prep was used prior to prineo use? Unknown. Please describe how the adhesive was applied on the tape? Unknown. Was incision re-prepped before closure? If so, with what? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Date that patient was taken back to or and incision closed with staples? Three days after. Unknown exact date. Size of wound that was reclosed - unknown. Lot number involved- unknown. What is the most current patient status? Nothing reported after the staples were applied. Is the product or representative sample (product from the same lot number) available for evaluation? No. Patient demographics: initials / ID; age or date of birth; bmi ; gender ¿ unknown, the patient is larger. Patient pre-existing medical conditions -unknown. What is the physicians opinion of the contributing factors to the product falling off (any patient factors)? The patient was obese. Patient seen post op day 2/3 and is fine. The product folded over onto itself and started to come off. Doctor reports that possibly the patient did not keep the area dry.